Manufacturer narrative:
H3:product analysis for mr8-7td1512 lot#0228173060: evaluation determined that tip of tool is broken/ fractured off the stem of the rest of the tool. The likely cause of failure could be applied side load from use while the tool was either not rotating or rotating at too slow of a speed. H3 :product analysis for mr8-as07, serial/lot #: (B)(6) : evaluation determined that abnormal noise was observed during rotation. The likely cause of failure could not be determined. Correction: product analysis for mr8-as07, serial/lot #: (B)(6). Corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3:no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m r8-as07, serial/lot #: (B)(6) ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during craniotomy, bur was fractured at its proximal end. It was also reported that there was no health damage to the patient. There was no intervention performed and no pieces of damaged tool remained inside the patients body. It was also reported that there was no procedure delay and the procedure was completed with backup product. On follow-up it was reported that there were no patient or staff impact.